Manufacturer narrative:
A follow-up report will be submitted after investigation is completed.

Event description:
Report states unit primed without issue with a 1:4 delivery ratio set. Upon attempting to run up cardioplegia the vent valve kept opening and closing so much so that retrograde flow was noticed in the delivery line. The perfusionist had to manually clamp the vent line during the run up and during the case.